Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient stated lead was not working. There is no further information available to date and the lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient stated lead was not working. There is no further information available to date and the lead remains in service. No adverse patient effects were reported. Additional information indicated that the lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.